Manufacturer narrative:
Additional information: according to the currently available information, it appears there is a problem with the active electrode. To determine an exact root cause a device investigation of the explanted device is necessary. If and when we receive the explant, the complaint will be reopened.

Event description:
It was reported that the patient experienced vertigo. Patient's loudness was reportedly poor.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient experienced vertigo. Patient's loudness was reportedly poor. A CT scan has been performed and results were unremarkable and similar to previous findings.